Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. The tactile alarms were fully functional. Upon investigation the electrode belt failed incoming testing. The cause for the failure was isolated to the electrode belt distribution node. The pulse wire heat shrink separated in the distribution node, causing the pulse wires to short to the pca. The root cause for the separated heat shrink could not be positively identified. There was no death or adverse event associated with the electrode belt malfunction.

Event description:
04/28/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned an electrode belt and reported that a patient was experiencing "adjust belt" messages.